Manufacturer narrative:
Device analysis report attached. This report is submitted on march 08, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to improper placement of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.